Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had air bubbles in their reservoir. Customer's blood glucose was 468 mg/dl. The customer did not treat for their blood glucose at the time of the call. Customer was advised rewinding with the reservoir in place would create air bubbles. The customer was advised to repeat a five unit fixed prime until the air bubbles were no longer visible. The customer did not want to troubleshoot any further. No additional information provided.